Event description:
It was reported that a shaver started to burn and smoke intra-operatively. There were noticeable burn marks on the device.

Manufacturer narrative:
Final investigation showed that there were burn marks on the shaft of the device. Intra-operative burning commonly results from a lack of adequate irrigation during use.